Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: reviewed sample returned by customer, there was no indication that a proper seal was made initially. To investigate if the foil pouch had insufficient adhesive, the pouch was sealed using the band sealer. After sealing the pouch and inspecting the seal on the pouch it showed no issues and complete seal in the lower area. In conclusion, it was determined that this is a manufacturing defect.

Event description:
It was reported that during the implant procedure the physician opened the outer box and pulled the foil packet out, the envelope fell through the bottom due to the foil not being sealed. The envelope was returned. No patient complications have been reported as a result of this event.